Manufacturer narrative:
H6: the device was evaluated by ventec where it was observed that the device would constantly cycle power upon boot up. A failure of this test could be indicative of an ift issue that may lead to lower than expected exhaled tidal volume (vte) levels. Ventec replaced the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the device would constantly cycle power upon boot up. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.